Event description:
It was reported that the patient's mother alleges that the infusion device may have been delivering an inaccurate amount of insulin. The patient's blood glucose level was elevated and correction with the infusion device was not successful even after changing the device's accessories. The patient vomited and was taken to the hospital where his blood glucose level was 380 mg/dl. The patient was treated with insulin via a perfusor. The patient has an infection and is taking antibiotics for it. The family is on vacation and declined to have the device replaced or return the device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Patient declined to return product.